Event description:
The customer reported that the device had been sent to a third party for blood pressure repair with the alarms and audio working appropriately. The customer received the device back and audio was not working. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).